Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Olympus medical systems corp. (Omsc) received a literature titled "safety and efficacy of endoscopic submucosal dissection for superficial esophageal cancer with esophageal varices". ¿literature summary¿ background heavy drinking is associated with esophageal cancer and esophageal varices. However, there are limited reports of endoscopic resection for esophageal cancer with esophageal varices. In this multicenter study, we clarified the safety and efficacy of endoscopic submucosal dissection for superficial esophageal cancer with esophageal varices. Methods in this multicenter, retrospective, observational study, patients underwent esophageal endoscopic submucosal dissection at 10 referral centers in japan from january 2013 to december 2019. We analyzed characteristics including backgrounds and varices, treatment outcomes, and adverse events in cases with esophageal varices. Results a total of 1708 patients were evaluated, 27 (1.6%) of whom had esophageal varices. In patients with esophageal varices, the en bloc resection rate and r0 resection rate were 100% and 77.8%, respectively. Patients with esophageal varices had longer procedure times than patients without esophageal varices (p = 0.015). There was no significant difference in adverse events. There was no significant difference in procedure time and number of adverse events between patients who underwent pretreatment and those who did not. There was no significant difference in these outcomes for patients with lesions on varices compared to those without. Child¿pugh classification and location of the lesions also did not affect these outcomes. Conclusions esophageal cancer with esophageal varices could be treated endoscopically safely and effectively. ¿type of adverse events/number of patients¿ the following events have been reported in the literature event1: bleeding (6cases, treatment and outcome are unknown) event2: perforation (24cases, treatment and outcome are unknown) event3: stroke (1case, treatment and outcome are unknown) event4: mediastinitis (1case, treatment and outcome are unknown) event5: stenosis (86cases, treatment and outcome are unknown) event6: intraoperative bleeding was frequent, and postoperative perforation (1patient, the patient recovered after conservative treatment).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial and/or lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the relationship between the device and the adverse events cannot be confirmed. There was no complaint reported on the subject device. There is no evidence of an olympus device malfunction. Therefore, the root cause cannot be determined. Olympus will continue to monitor field performance for this device.